Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously high glucose (glu) newborn patient result of 100 mg/dl that was generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. Per the customer, the sample was grossly hemolysed. The customer originally obtained a glucose result in the 30's mg/dl on a point of care device. The nurse also brought another sample to the laboratory obtaining a glucose result in the 30's mg/dl on two alternate instruments. Patient treatment was delayed until verification of the true result was obtained. Customer indicated all testing and confirmation for this patient was performed within an hour.

Manufacturer narrative:
The sample is a newborn grossly hemolysed sample. No service was generated or requested as this is a sample specific event.